Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the blood sampling valve (bsv) was not actuating. The fse replaced the bsv actuator, which repaired the leak. (B)(6).

Event description:
While troubleshooting a leak from the coulter lh 500 hematology analyzer the field service engineer (fse) found the red blood cell (rbc) and platelet (plt) backgrounds were failing. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.